Event description:
It was reported by service report that the zoom was working intermittently, and the brake rings were damaged causing the brakes to not function properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Zoom handle.